Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient had an allergic reaction. It was also reported that there was a secondary surgery with ligament loosening and adhesiolysis laparoscopically on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the most current patient status? Can you identify the lot number of the product that was used? Prof. (B)(6) is not able to provide requested information as current allergic reactions are treated in a different hospital. Prof. (B)(6) can't think of any allergic reaction to a tvt here. Date of initial surgery: (B)(6) 2021: retropubic tvt device. Product: tvt classic 830041bc, lot 3938303. Secondary surgery with ligament loosening and adhesiolysis laparoscopically on (B)(6) 2022. Prof. Gabriel suspects that intolerances/allergic reactions have nothing to do with the tvct tape, but because of the use of a cyanoacrylate-based tissue adhesive i.r. Of a second procedure in which the tvt was loosened. Lot 3938303 is an invalid lot number in the quality database system. The patient demographic info: age, weight, bmi at the time of index procedure, date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications any concurrent surgeries or procedures? Were pre-existing adhesions noted during the procedure? How were post-procedural adhesions confirmed? Location and severity? Please provide details of the surgery with ligament loosening and adhesiolysis laparoscopically on (B)(6) 2022. What is the relationship of adhesion to the tvt implanted? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.